Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported bleeding could not be conclusively be determined through this evaluation. It was reported that the patient presented to the hospital on (B)(6) 2021 with hemoptysis and hematemesis. Hemoglobin was noted to be less than 7 and international normalized ratio (inr) less than 3. The patient was intubated for airway protection in the setting of ongoing hemoptysis and was treated with blood clotting medication as well as packed red blood cells. Additionally, the patient had their antithrombotic medication withheld until the bleeding resolved. With fluid removal the patient recovered and was eventually extubated. It was noted that inr was restored to the therapeutic range prior to discharge. The event resolved without sequelae on (B)(6) 2021. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 entitled ¿introduction¿ lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 6 entitled ¿patient care and management¿ provides information regarding the recommended anticoagulation regimen and inr values as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that labs were done, antithrombotic medications (aspirin and warfarin) were withheld and reserved, and 2 units of packed red blood cells were transfused. With fluid removal the patient got better and was extubated. After epistaxis resolved, aspirin and warfarin were restarted. The patient was given bumex (bumetanide) and more fluid was removed. The patient's international normalized ratio (inr) was restored to therapeutic range and the patient was discharged home. At the time of discharge there was no leg swelling. The patient felt better and was able to lay flat. On (B)(6) the international normalized ratio was 2 and was on 8 mg of warfarin daily. The patient was euvolemic on 2mg bumex (bumetanide) by mouth. The patient had a long history of noncompliance with medication regimen. The patient was scheduled to follow-up in the clinic the following week.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented in the hospital with hemoptysis/hematemesis where hemoglobin was noted to be less than 7 g/dl and international normalized ratio (inr) was greater than 3. The patient was intubated for airway protection in the setting of ongoing hemoptysis. The patient was given blood products, vitamin k, and tranexamic acid.